Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. However, all operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump has minor scratched display window.

Event description:
It was reported that the insulin pump alarmed low battery alert less than 1 week after battery change. Customer's blood glucose levels were not included in the report. Nothing further was reported.